Event description:
Caller stated that the pump screen would not turn on after determining that a pump replacement was needed for a separate issue. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.